Manufacturer narrative:
The pacemaker remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead went to the hospital after experiencing pre-syncope symptoms. The pacemaker was interrogated and all testing appeared normal; however, there were quite a few episodes recorded due to noise being oversensed on the rv lead which resulted in pacing inhibition. The sensing on the rv lead was changed to 7.0 mvolts and the patient was connected to a holter monitor for a week. Upon review of the results, there were still episodes of pacing inhibition. Data was submitted to boston scientific technical services (ts) for review. A ts consultant confirmed that the pacing inhibition was due to noise oversensing and that the noise observed was indicative of intermittent metal-on-metal contact. The patient was brought in again for additional testing. It was noted that the patient had another pacing inhibition episode that lasted five seconds. A chest x-ray was performed but no anomalies were visible. A revision was performed to replace the rv lead. While the lead was being explanted, it broke with the electrode tip portion remaining in the vasculature. The lead portion was secured and the terminal portion of the lead will be returned. A new rv lead was able to be successfully implanted. No additional adverse patient effects were reported.